Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that solenoid is not pulling back on plunger latch enough to release drawer. A field service engineer, replaced the entire drawer to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system main drawer 6 is unrecoverable when attempting to open displaying a message indicating that it requires maintenance. The customer stated that there was two hours delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident. Required medications are: oxycodone 5mg tab, klorcon 20meq, calcium carbonate 500mg tab, dilaudid 2mg/ml 1ml injection.